Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose level was 350mg/dl. The customer states their levels had been as high as 550mg/dl. The customer states they treated with the pump. The customer states they changed set and rewound but believe the pump was not pushing insulin through. The customer states they would monitor the device to see if levels dropped. The customer would call back if issues persist.